Manufacturer narrative:
The software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that during a posterior cranial case, they took an intra-operative scan and merged it with a pre-op scan. The software then exited unexpectedly back to the log-in screen and the registration accuracy checkpoints were lost when they entered the software again. They were able to continue with the case with navigation. No impact on the patient.